Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and requested to exchange a vibe pump for an otp. The reporter did not indicate if the request was due to a pump malfunction. Animas made numerous unsuccessful attempts to solicit more information. This complaint is be reported because it is unknown if a pump defect is alleged.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2019 with the following findings: during investigation, according to the pump delivery history the pump was delivering the programmed basal rate prior to end of use . There was no evidence of pump malfunction or delivery defects were seen in black box or alarm history. The pump was returned with a cracked battery compartment from threads to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.